Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone calls for knowing customer's condition. On (B)(6) 2016, customer stated feels "little better", customer states lightheaded is something has been dealing for a while. Customer states since no blood work done lately, she is unsure if the symptom is relating to diabetes. Customer state has an upcoming appointment with a new endocrinologist. Customer is satisfied with the new product reading.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 118, 109, 106 and 119 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 130mg/dl. The customer reports feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer is concerned with the true metrix meter's readings because states readings are lower than her other meter. Customer informed is not recommended to compare meter to meter. Manufacturer provide booklet with important information to have accurate results. Customer has not had any recent change in the daily activities such as diet, exercise, or medications.